Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pus, lumps, allergic reaction, infection, and patient being scared are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: precautions for use: "as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. There is no available clinical data concerning the tolerance of juvéderm® voluma¿ with lidocaine injection in patients presenting a history of severe and/or multiple allergies. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the allergy, and shall also ensure the specific monitoring of these at-risk patients. In particular, the decision may be taken to propose a skin testing for hypersensitivity or suitable preventive treatment prior to any injection. In case of history of anaphylactic shock, it is recommended not to inject the product." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment." Method of use-posology "prior to treatment, medical practitioners shall inform their patients about the product¿s indications, contra-indications, incompatibilities and potential undesirable effects/risks associated with dermal fillers injection and ensure that patients are aware of signs and symptoms of potential complications. Do not overcorrect as injection of an excessive volume can be at the origin of some side effects such as tissue necrosis and oedema."

Event description:
Patient reported they had a ¿cinderella lips¿ treatment which ¿last just an hour¿ but allows a person to ¿see what an enhancement could look like.¿ after a successful trial the patient returned a week later and ¿got the 0.5ml lip filler.¿ the patient noted during injection there ¿were no gloves, no consent form, no advice on after care¿ and the patient ¿didn¿t even know what filler had been used.¿ five months later patient returned and ¿got a full 1mm¿ of juvéderm® ultra 2 but the injector ¿still wasn¿t wearing gloves¿ and their false nails were scraping against the patient¿s lip as they massaged the filler in. Three months after the second injection patient¿s ¿bottom lip just went massive¿ then the next day the top lip did the same. By the time the patient got to the hospital their ¿whole face had swollen and the doctor said if [the patient had] left it any longer it could have gone down to [their] throat and stopped [them] breathing which really scared [them].¿ patient says their entire face ¿ballooned¿ and they felt as though their lips had ¿exploded.¿ patient was on a drip in the hospital for 5 days. Patient was in and out of the hospital for the next 2 months because their lips kept swelling up with pus coming out. Eighteen months later patient¿s mouth still swells every morning and they suffer from lumps. Patient has been referred to a maxillofacial surgeon and in the next month expects to have their lips cut open and the filler surgically removed. The injecting nurse has provided the following additional information: patient was injected into the border of the top lip to enhance the outline and cause the top lip to project forward. Patient returned a week later and was very happy with the appearance of their lips. Patient contacted the injecting nurse over three months later saying their lips had swollen all of a sudden and told the nurse they thought it was probably something they had eaten or applied topically and it was probably an allergic reaction. The patient was offered a follow up appointment but the nurse received no feedback. The nurse confirmed there was no filler placed in the patient¿s bottom lip and they do not believe that an infection would present itself months down the line. The nurse also notes the injection was uneventful and does not believe anything contaminated the dermal filler at the time of treatment, further noting they believe the patient ¿suffered with an allergic reaction to something completely unrelated months later.¿ the nurse also has ¿been informed that [the patient] is a drug user¿ noting the side effects involve ¿chewing ones lips and biting inside the mouth and lips¿ which ¿could explain why [patient] had swollen and infected lips some months after having a dermal filler treatment that was uneventful and not problematic at the time.¿